Manufacturer narrative:
The company rep replaced the main printed circuit board (part number: 0670-00-1152). He also completed a scheduled preventive maintenance. The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown. The pt was switched to another iabp and therapy was continued. No pt injury was reported.